Manufacturer narrative:
The insulin pump had a frozen screen full segment display due to a problem with the interface board. Unable to verify the alarms or perform function tests due to the frozen screen. The unit also had a scratched lcd window.

Event description:
It was reported that the insulin pump gave an alarm. The battery was replaced, and the unit alarmed again, then the screen went blank. The reported blood glucose of 359 mg/dl was treated with a manual injection. Troubleshooting was performed, but the issues were not resolved. Advised the mother that the insulin pump would be replaced. Nothing further was reported.